Event description:
On (B)(6) 2011, the patient contacted animas and reported low blood glucose (bg) episodes. The patient indicated that for the previous 3 months, her bg had dropped down to "26, 34, 37, and 51 mg/dl." During the low bg events, the patient reportedly administered self-treatment by consuming juice and sugar. The patient requested for assistance with adjusting her basal rates. The patient claimed that the pump was supposed to be set to 1 unit/hr x 24 hours. Now, the patient indicated that her doctor wanted the basal rate set to 0.8 units/hr x 24 hours. Through troubleshooting, the pump's basal settings were set to "12:00 am, 1.0; 8:00 am, 1.1; 6:00, 1.2; and 10:30 pm, 1.0." The patient claimed that she had adjusted the 12:00 am setting but didn't know to adjust the other times. The patient's basal rates were apparently higher than her health care provider's recommendations. The animas representative walked the patient through properly setting the pump's basal rates. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had low bg readings during the time of concern that meet animas' criteria for a serious injury. However through troubleshooting, it was determined that use-error contributed to the events since the basal rates on the patient's pump were incorrectly set.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.